Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulator wasn't working and the hcp was unable to give further details. They wanted a manufacturer's representative to come and see the patient. No further complications reported.